Manufacturer narrative:
Explant date: 2016. Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing discomfort with the way the ipg was positioned. The patient underwent an explant procedure.